Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.the initial reporter was getinge technician. H3 other text : device not returned to manufacturer.

Event description:
On 25th october, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was found during maintenance and confirmed by photographic evidence the cap on fork and plastic cover plate were cracked with missing particles. Based on photographic evidence also the paint peeling occurred around the plastic cover plate. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer?: no corrected h3a device evaluated by manufacturer?: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code -explain: device not returned to manufacturer corrected h3c if other provide code -explain: n/a getinge became aware of an issue with one of surgical lights - powerled 500. It was found during maintenance and confirmed by photographic evidence the cap on fork and plastic cover plate were cracked with missing particles. Based on photographic evidence also the paint peeling occurred around the plastic cover plate. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during maintenance. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaries and luminaries for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. It is also recommended to avoid excessive friction during cleaning or inappropriate cleaning products. Root cause analysis for cover cracked was performed by subject matter expert at manufacturer¿s and establish that the cause of this damage is probably a mechanical shock. To prevent any incidents, the instruction for use operating instructions mentions: the use of a damaged device may lead to a risk of injury for users or a risk of infection for patients. Do not use a damaged device. Check that the device has not suffered any impact damage. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).